Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: first (superior): ifuse implant, p/n 7060-100, lot# 444533, mfd. 18 mar 15, expires 2020-03, UDI (B)(4). Third (inferior): ifuse implant, p/n 7050-100, lot# 493438, mfd. 24 jul 15, expires 2020-07, UDI (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(4) 2016 where three implants were placed. The patient had si joint pain relief for 15 months before complaining of a recurrence of pain symptoms. The surgeon believed that there may have been instability around the implants. In (B)(6) 2017, the surgeon performed a revision surgery where he removed two implants and replaced them with four ifuse implants. The patient's pain symptoms resolved following the revision procedure.